Event description:
It has been reported to philips that smoke and sparks appeared from the system in the cart and power cable area. The system was not in clinical use at the time the issue was observed. The system was turned off and disconnected from the power supply of the hospital. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. As per information collected, the event occurred when the system was turned on to start a non-emergency procedure. Gray smoke and a small sparks were observed in the power cable area, which estinguished itself. The procedure was completed using another system. A philips service engineer inspected the system onsite and confirmed the reported issue. Investigation showed that the mains cable was short-circuited internally. The most probable cause for the short-circuit in the mains cable is that the cable was crushed, pinched or bent incorrectly. The service engineer replaced the mains cable, and the system was returned to use in good working order. Codes were updated based on the investigation outcome.